Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the joystick will not turn off and has intermittent changing drives.